Event description:
Boston scientific received information that the patient with this ICD system had an infection, therefore, the device was explanted and the leads extracted. Approximately fifteen minutes after the leads were extracted; the patient went into pulseless electrical activity and died. The physician believes the cause of death was multifactorial with anesthesia, gi bleed, infection and pea. It was noted the patient had multiple issues prior to the explant. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.